Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Furthermore, a review into the depuy synthes mitek complaints system revealed one other complaints for this device's serial number. At this point in time, no corrective or preventative actions are required. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Due to the age of these products the DHR's are no longer able for review. Please see DHR review response for confirmation from (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that a vapr 3 generator was displaying an error: code 200 ref 12 internal failure output shorted on yellow (cut). There was no patient harm or surgery delay reported.